Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 755 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The self and high pressure tests passed. The customer was suffering from a cold at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.